Event description:
I had an abbott spinal stimulator implanted in (B)(6) 2023, four months after a level 1 recall without being informed. Now, I can't get mris, I have to get CT scans, which expose me to more radiation and result in higher copay, not to mention the stress of finding out that a recalled device was implanted without my consent. Serial #: (B)(6).